Event description:
It was reported that during a visit, this cardiac resynchronization therapy defibrillator (crt-d) system was observed to exhibit high out of range pacing impedances. The physician decided to perform pacing system analyzer (psa) testing and xray images. The results from the psa tests confirmed that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms that had been gradually increasing, high pacing thresholds and loss of capture (loc). The physician found the xray imaging results to be unremarkable. A revision procedure was performed, where the rv lead was surgically abandoned and replaced with a different lead successfully. No additional adverse patient effects were reported.